Manufacturer narrative:
(B)(4). Batch # n92u96. The analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 3 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pancreatectomy procedure, it was not misfire. I often used ligaclip for small vessels when dissecting around the head of pancreas. I found that the ligaclip cut through the vessel wall below the clip. Despite the firing of the clip properly, it still causes bleeding below. This can happen even when the clips are well formed. There were no adverse consequences for the patient.